Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error- patient is pausing insulin when sleeping or when blood glucose is heading low.

Event description:
On (B)(6) 2025 the reporter stated that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) of 33 mg/dl while at work. The user was transported by ems to the hospital where the user was treated with glucose and discharged on (B)(6) 2025. No long-term health effects were reported.